Event description:
This chair to replace chair s/n (B)(4) due to the rear frame is not available as a service part due to the special for the quick release axle on the chair .must replace the entire chair. The rear frame broke at the receiving point of the back cane.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.